Manufacturer narrative:
An event of a dyspnea upon exertion, aortic insufficiency, and non-coronary cusp tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, three photos were received for analysis. Based solely on the aforementioned photos, one leaflet appeared to have torn away from the stent post. The aortic insufficiency reported could be due to the leaflet tear. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a trifecta valve was implanted. The patient presented with dyspnea upon exertion and an echocardiogram revealed severe aortic insufficiency. On (B)(6) 2019, the device was explanted where a non - coronary cusp tear was observed. The device was replaced successfully with a 19 mm trifecta gt valve. The patient was stable postoperatively and is reported to be recovering.